Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of level product quality issue. It is possible that inadvertent mishandling during unpackaging and/or during preparation for use resulted in causing the stent to slightly pull out of the sheath resulting in the reported premature activation; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during preparation of the 6x60mm absolute pro self expanding stent system (sess), the stent was noted to have be exposed from the sheath. Therefore, the sess was not used in the procedure. Another same size absolute pro was used to complete the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.